Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint was implanted in the lad. Approximately 20 months post procedure, patient suffered cerebral ischemic stroke and was treated with medication. Investigator assessed that the event is not related to the study device or anti-platelet.